Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of ae: post stent procedure. It was reported via a trial that during the index procedure on (B) (6) 2009, a 2.75 x 28 mm xience v stent was deployed in the proximal right coronary artery (rca) lesion for treatment of restenosis in an unspecified bare metal stent. There were no product issues or patient effects noted during the index procedure. However, on (B) (6) 2010, the patient experienced chest pain and presented to the emergency room. Catheterization in the right coronary artery revealed 90% restenotic lesion in the proximal segment of the rca. Percutaneous coronary intervention was performed on (B) (6) 2010; however; a new stent was not placed. The patient was discharged on (B) (6) 2010. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Evaluation summary - in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, restenosis, and hospitalization are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the xience v stent was implanted to treat restenosis of a bare metal stent. It should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU also mentions that the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.